Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to mechanical complications. The patient tolerated the procedure well. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2022. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.